Event description:
Nurse claims device read 3mg/dl, the value could not be found in memory or on the patient report. The customer stated controls were in range. A request was made for the return of the suspect device, the customer refused replacement at this time.